Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that on (B)(6) 2016 system failed daily alignment verification (dav) twice and passed on the 3rd. It took 52 minutes to prep the patient during which 2 lois were opened. The loi didn't fit the patient who had deep eyes but patient had femtosecond laser assisted cataract surgery (flacs) in right eye. There was swelling. On (B)(6) 2016 the patient returned for flacs in left eye and there was loss of vacuum during the optical coherence tomography (oct scan) scan and the loi came off. Laser procedure was completed. Patient returned for revision and had sutures after the cataract surgery. It was not reported which eye had the sutures or the reasons why.

Manufacturer narrative:
Correction: review of the manufacturing records shows manufacturing date as may 2015 and not june 25, 2015. (B)(4). Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.